Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they discussed the issue with their healthcare provider by phone. It was determined that the ¿stimulation felt in hand¿ was due to ¿sleeping on hand and thus hand went to sleep¿ so there was ¿no issue.¿ the tingling in their arms/hands was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urgency frequency, fecal incontinence, urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when the patient increased the stimulation, they felt tingling in their hands and arms. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was advised that the patient contract their healthcare professional (hcp) for the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.